Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the surgeon was injecting the lens and noticed it was difficult to inject; when it did come out it would not unfold easily, and consultant noticed a small pat of the lens was damaged around the edge. The lens was immediately removed from the eye and back-up lens was inserted with no issue. There were no clinical signs, symptoms or conditions related to the event. There was no harm or injury to the patient as result of this event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. The device has not been returned to rayner. Our review of production records for the rayone aspheric rao600c batch 074248207 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 074248207. There is insufficient evidence and information available to determine the cause of the event.

Event description:
On 21st october 2024, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that following implantation into the eye the optic edge was observed to be damaged necessitating lens explantation and exchange.